Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a procedure. The rep indicated that the site was having issues with instruments being ok to verify, but the software being off when navigating. The issue occurred with multiple instruments and the site aborted navigation. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The issue occurred during a sacroiliac and thoracolumbar procedure.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis determined that the software was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue extended the surgical time by 20 minutes. Additional information was received stating that the screw was not properly projected on the driver, had to put the screw in without using navigation. Also, the manufacturer representative confirmed that he was able to solve the issue onsite after speaking to technical services. It is known in the software that the limitation for the screw is 70mm and the site was trying to get 100mm which is why it was showing inaccuracy during the case. The manufacturer representative was able to show the doctor the software limitation and everything was performing as intended.